Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient had a seizure, and emergency medical services was called by the patient¿s parent. Once ems arrived, the patient¿s bg meter reading was 60 mg/dl and the cgm was reading 120 mg/dl. The patient was transported to the emergency room. There was no documentation of what medication or treatment may have been provided to the patient for hypoglycemia reversal. The patient was in ¿stable¿ condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.